Event description:
The patient was revised because of patella-femoral pain. Intraoperatively osteolysis, wear and fractured femoral component noted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported polyethylene wear and device fracture. The reported patient large physical stature and high activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.